Event description:
It was reported through the filing of a lawsuit that allegedly the "stryker knee implant broke and separated." During the revision surgery of (B)(6) 2011, only the tibial insert, bushings, sleeve and neutral bumper were replaced.

Manufacturer narrative:
An event regarding fracture and dissociation involving a mrhk tib ins 13mm m/l m2/l2 was reported. The event was not confirmed. Device evaluation not performed as the product was not returned for evaluation. Device history review indicated that all devices accepted into final stock met specification. There have not been any other events for the specified lot. The patient underwent revision surgery due to reported broken and separated knee implant components. The exact cause of the event could not be determined because further information is needed to determine root cause. No further investigation for this event is possible at this time.

Event description:
It was reported through the filing of a lawsuit that allegedly the "stryker knee implant broke and separated." During the revision surgery of (B)(6) 2011, only the tibial insert, bushigs, sleeve and neutral bumper were replaced.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: 64952105, lot code: ca432, gmrs small femoral bushing. Cat. No.: 64952105, lot code: lcd168, gmrs small femoral bushing. Cat. No.: 64812140, lot code: lbx099, mrhk tibial sleeve. Cat. No.: 64812133, lot code: lbz512, mrhk bumper insert 3 degrees. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. The information for this report was provided by stryker orthopaedics¿ legal affairs department. As per information received, the devices are not available due to the ongoing litigation. If additional information is received it will be reported in a supplemental report. Not returned.